Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 stem. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was spinal cord injury/spinal cord disease and intractable spasticity. The patient was calling for physician listings and reported that they have been to a different ER (emergency room) and they wanted the pump checked last friday. The patient stated that their doctor stated that the pump was working and their doctor no longer took their case. The patient stated that they have spasticity and ¿muscle dying¿. The patient was having pain and wanted to know the symptoms if the catheter was leaking. Per the patient the issue started weeks ago, and they needed a dye test, their doctor cancelled it, and they were being discharged. It was noted that the patient was in the hospital during the call and the agent was having a difficult time understanding the patient clearly. The agent asked clarifying questions, and the patient did not provide clear information. The patient was redirected to their hcp (healthcare provider) to further address the concern. Additional information was received from a healthcare provider on 31-oct-2025 who was calling to request instructions for a dye study, which they referred to as ¿a pump tubing test¿. Per the healthcare provi der there was no specific reason for the dye study; rather, the patient¿s primary care physician wanted reassurance that the catheter was functioning properly since the patient had been experiencing multiple pain episodes and had recently been in the ER (emergency room). When asked whether there were any current symptoms, the healthcare provider confirmed there were no active symptoms other th an the ongoing pain previously mentioned. When asked for a specific date related to this situation, the provider stated it was an ongoing issue rather than a single event. The healthcare provider called back the same dayand stated that they were able to access the tubing under fluoroscopy, they accessed the side port, but when trying to pull back and access the 2 cc of baclofen they experienced some pressure. They were able to get some fluid back, but it returned automatically. The healthcare provider wanted to know besides an obstructed catheter, was there any other reason why they would have this issue before replacing the catheter. The agent stated that there could possibly be air; the healthcare provider confirmed that he didn't see any air bubbles when pulling back twice and it was his first time accessing it. The caller stated they didn't want to force anything through. The healthcare provider stated he will eventually replace the catheter. No further issues reported at this time.

Event description:
Additional information was received from a healthcare provider who reported that the patient was taken to the operating room and at that time the catheter was functional. There was prompt return of csf (cerebrospinal fluid), so no alteration of the catheter was made. The pump was replaced because it was near end of life.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the catheter was clogged, and they said they "unclogged it".